Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick or adverse event was reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
This event occurred in (B)(6).